Manufacturer narrative:
Insulin pump received with intermittent button response due to an unlocked connector on the lcd board. The device passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted.

Event description:
It was reported that the insulin pump failed the high pressure test twice. The customer experiencing high blood glucose levels. The blood glucose reading is 207 mg/dl. Customer treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.